Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 performed on (B)(6) 2021 on a direct tested puritan sterile foam tipped applicator nasal swab. The nasal swab was used to swab both nostrils per the product insert instructions. Pcr confirmation testing performed on nasal swabs generated negative results. The customer reported that after the first ID now covid-19 test the patient was hospitalized as false positive. The patient was sent by ambulance to (B)(6). (About 3 hours). Repeat testing performed at the second facility with the ID now covid-19 assay that generated negative results. A second pcr confirmation testing was performed on nasal swabs which also generated negative results. The customer could not confirm the CT value, but when they confirmed it with the person in charge at our university, it was said that the outpatient corona pcr test was measured by (B)(6). The customer stated the patient was symptomatic spo2 90% in room air with bilateral pneumonia. The patient did not have a fever and was sent to the hospital for a medical examination. Extreme pneumonia on was noted on the diagnostic imaging. There was a delay in treatment because the patient could not be transferred to the neighboring facility due to a suspicion of aggravation.

Manufacturer narrative:
Correction: this supplemental report is being submitted to update the lot number from blank to m139732. Please see updates to section.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m139732 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot m139732 . Test base part number 190-430 / lot m139732 . The lot met the required release specifications. All tests were valid and performed as expected with no false positive results replicated. A review of the complaints reported as false positive results (confirmed and unconfirmed, conflicting results) related to kit lot m140860 showed that the complaint rate is 0.02%. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination.